Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she has been experiencing high blood glucose since (B)(6) 2015. Current blood glucose level was 445 mg/dl with nausea, vomiting and headaches. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime; cannula was straight. Time, date, basal rates and bolus wizard are set up correctly. Customer stated she is on medication that has sucrose as the third ingredient and it might be affecting her blood glucose levels. Customer was advised to contact the doctor to discuss the settings.